Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l43074, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump only lasted 3.5 years. It was unclear if the pump was delivering morphine or dilaudid at the time of the event. Additional information has been requested, but it was not available as of the date of this report.